Event description:
On (B)(6) 2011, corporate product surveillance recieved email notification of a report of damaged cassettes that had holes in them. A care giver (cg) reported six cassettes that they received the previous month had holes in them. There was no report of injury or medical intervention.the cg was contacted on (B)(6) 2011. The cg stated that the cassettes have already been discarded.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded; therefore, no sample evaluation could be performed. This complaint is for a damaged cassette was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.